Event description:
The customer reported via phone call for a safety concern to fill the reservoir with cold insulin. The customer was advised to rub the vial between her hands until it becomes room temperature before filling. Customer's blood glucosse was 419 mg/dl. Customer stated that she is still connected to her insulin pump and will a deliver a bolus as we speak. The customer was advised to call for assistance as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.